Event description:
We had a severe case of hypoglycemia that caused unresponsiveness requiring emergency medical services bls/als transport to local hospital. Than als transport to a secondary larger hospital for stay from (B)(6) 2017. I am not sure if it is / was related to the voluntarily recalled infusion sets from medtronic. For which I was using, we just received a recall notice and have since returned remaining infusion sets back to medtronic as they asked.